Manufacturer narrative:
Corrected information from initial medwatch report: section h6, medical device problem code, of the initial medwatch report was blank section h6, medical device problem code, of the initial medwatch report should have stated code 3005 new information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a diode, designator d701, on the control board. Please reference corrections and removals number 3013095415-4/19/2021-001-r.

Manufacturer narrative:
The device has not yet been evaluated by ventec. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that ventilation did no seem to be working on their device. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec performed additional analysis of the removed control board and was able to clarify / confirm that the root cause of the reported issue was an electrical short between the base and collector of a transistor, designator q700.